Event description:
The surgeon was using the bovie inside right chest incision for portacath. She felt heat on left and withdrew her hand saying she felt pain. She requested machine to be decreased from 30 to 25. The surgeon used the bovie again and the scrub tech and surgeon saw a small orange flame. Everything was removed from the operating room and replaced. The device was sent to clinical engineering.